Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. There is a puncture hole on the inner and a puncture hole in the balloon 17.9cm from the proximal markerband which is consistent with damage seen with interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter froze on the guidewire. The target lesion was located in the tibial artery. It was noted that prior to the use of a 2.5mm x 220mm x 150cm coyote¿ balloon catheter, the guidewire lumen was kinked. The physician decided to advance the catheter over a short taper 300cm straight tip v-14¿ controlwire®. Upon navigating the balloon catheter through the vessel, the guide wire was accidentally retracted. The physician tried to advance the guidewire back through the catheter; however, it got stuck in the kinked portion. Since the balloon was already in the lesion, the physician attempted to inflate the balloon. As the pressure of the balloon went up to 8 atmospheres, the physician noticed the quick pressure drop thus making the angioplasty impossible. The balloon and guidewire were removed together from the patient's body. The procedure was completed with a different wire and balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04684. It was reported that the catheter froze on the guidewire. The target lesion was located in the tibial artery. It was noted that prior to the use of a 2.5mm x 220mm x 150cm coyote¿ balloon catheter, the guidewire lumen was kinked. The physician decided to advance the catheter over a short taper 300cm straight tip v-14¿ controlwire®. Upon navigating the balloon catheter through the vessel, the guide wire was accidentally retracted. The physician tried to advance the guidewire back through the catheter; however, it got stuck in the kinked portion. Since the balloon was already in the lesion, the physician attempted to inflate the balloon. As the pressure of the balloon went up to 8 atmospheres, the physician noticed the quick pressure drop thus making the angioplasty impossible. The balloon and guidewire were removed together from the patient's body. The procedure was completed with a different wire and balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. There is a puncture hole on the inner and a puncture hole in the balloon 17.9cm from the proximal markerband which is consistent with damage seen with interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter froze on the guidewire. The target lesion was located in the tibial artery. It was noted that prior to the use of a 2.5mm x 220mm x 150cm coyote¿ balloon catheter, the guidewire lumen was kinked. The physician decided to advance the catheter over a short taper 300cm straight tip v-14¿ controlwire®. Upon navigating the balloon catheter through the vessel, the guide wire was accidentally retracted. The physician tried to advance the guidewire back through the catheter; however, it got stuck in the kinked portion. Since the balloon was already in the lesion, the physician attempted to inflate the balloon. As the pressure of the balloon went up to 8 atmospheres, the physician noticed the quick pressure drop thus making the angioplasty impossible. The balloon and guidewire were removed together from the patient's body. The procedure was completed with a different wire and balloon catheter. No patient complications were reported and the patient's status was stable.